Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The meter was tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer tested on the meter at 8:06 a.m. With a result of 0.8 inr. This result was not believed to be correct. The customer re-tested on the meter using a different finger at 8:20 a.m. With a result of 2.2 inr. No changes were made to the customer's warfarin dose as the result of 2.2 inr was within her therapeutic range. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer is in stable condition, doing well. The customer had oral surgery on (B)(6) 2019 and took azithromycin for 5 days following the surgery. The customer also took acetaminophen and codeine for 2 days. The customer had normal bleeding from the site where the tooth was pulled on the first day of surgery. No medical treatment was required for the bleeding and there was no bleeding beyond the first day.